Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was not able to duplicate the reported issue. The fse completed the full calibration, functional testing and safety check to the factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that prior to use on a patient, the cs300 intra- aortic balloon pump (iabp) generated an autofill failure. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11 corrected fields: g1(contact person).

Event description:
N/a